Manufacturer narrative:
A sample device was not returned for analysis. The lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that after an intraocular lens (iol) was implanted, the haptic was noted to be broken causing the optic to be tilted. The lens was left implanted. In a follow up, it was indicated that the patient is stable at this time and there is no harm to the patient.